Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia after the infusion set tubing was found unscrewed from the connector with insulin leaking, after which the caregiver reconnected the tubing and observed glucose trending down while receiving guidance to continue monitoring and change the set if needed. Symptoms included no reported clinical manifestations. Outcomes included no need for medical intervention or assistance beyond caregiver support and continued monitoring until glucose began returning toward range. Investigation included troubleshooting and education with caregiver regarding infusion set integrity and monitoring. Investigation of this case revealed a loss of insulin delivery due to a disconnected or loose infusion line, with subsequent correction after reconnection, consistent with hyperglycemia from interrupted delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to limited confirmatory evidence, although user-handling factors related to infusion set connection were suspected.